Event description:
A report was rec'd from a surgeon that a memory lens implanted in the right eye of a pt, has since opacified. No intervention is indicated at this time. Prognosis reported as good. No further info has been provided.

Manufacturer narrative:
The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before 04/2000 and underwent a modified (buffered tumbling) process during its MFR. The method of MFR was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.